Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/compromised force sensor system test, excessive no delivery test, self test, and unexpected restart error test. The unit was unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage. The device passed all operating currents tested with in the specification range and passed off no power test. The following physical damage was noted: cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, missing endcap sticker, and severely scratched display window noted. The test reservoir does not stay locked in place noted.

Event description:
The customer reported via phone call that the reservoir in her insulin pump is loose and will not lock into place. The patient's blood glucose at the time of incident was 354 mg/dl. Troubleshooting was initiated for the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.